Event description:
It was reported that 2 bd ultra fine¿ pen needle experienced the needle breaking off. The following information was provided by the initial reporter: lso stated that while cleaning the needle after injection, the needle broke off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra fine¿ pen needle experienced the needle breaking off. The following information was provided by the initial reporter: lso stated that while cleaning the needle after injection, the needle broke off.

Manufacturer narrative:
H6: investigation summary customer returned (1) open bd pen needle without an outer cover or tear drop label attached. The customer reported that the needle broke off during injection. The sample was examined, and it was observed that the patient end (pe) cannula was fractured at the distal end of the cannula hub post. Microscopic examination of this sample revealed characteristics such as residual bends on the hub-end of the fractured cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (pe cannula broken). The root cause for this issue is user related. The cannula was broken by the user after handling the pen needle.